Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and monarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent paravaginal defect repair with mesh placement ((B)(6) 2006), monarch anterior repair, bilateral sacrospinous ligament fixation, cystoscopy due to urinary incontinence, pelvic relaxation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2007 due to eroded graft. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.